Manufacturer narrative:
Should additional information become available, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy consisting of six rounds of anti-tachycardia pacing (atp) and six shocks in an attempt to convert a supraventricular tachycardia (svt) arrhythmia. This resulted in therapy exhaustion. The patient's rhythm remained unchanged after each shock. This device remains implanted and in service. There were no further adverse effects on the patient reported.